Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemolock¿ 13mm closed vial spike generated a no-flow scenario during patient use. The report stated that the vial cl-82 was used to reconstitute the vial of dactinomycin 0.5 mg. The issue encountered was that the diluent passed through the chemolock but went directly into the balloon of the vial. The event occurred on 25-apr-2024. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Received one used cl-82 vial spike connected to one used dactinomycin 500mcg vial for inspection. As received, fluid was felt inside of the balloon. A 3 ml syringe (from ICU medical inventory) was then connected to the provided cl-82. The chemolocks were manually connected. Water was infused per directions for use (dfu) instructions. Flow was restricted and could not infuse into the vial. When fluid was attempted to withdraw per dfu instructions, the syringe rebounded indicating a vacuum. The vial spike was removed from the vial and fluid was infused with no restrictions. Air was pushed through the distal end of the spike and air flowed into the balloon with no restrictions. A separate 500 mcg vial was used and there were no restrictions in flow when infusing and withdrawing per dfu instructions. The probable cause of the fluid inside of the balloon is due to infusing fluid when the drug vial was inverted. The dfu states: "never infuse fluid or air into vial when inverted." The reported complaint of no flow can be confirmed. Why the cl-82 vial spike was not able to work with the returned vial but another vial is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on: 9/13/2024.